Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: b5 section and h6 section. Previously the reported codes should be capturing problem and high impedance only.

Manufacturer narrative:
The reported events of inadequate capture and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead had dislodged and exhibited high capture threshold and high pacing impedance. The lead was not used and replaced. The patient was in stable condition throughout the procedure.